Event description:
A malfunction was reported with a code "malf 12," but there were no notable events occurring prior to it. Impact on the customer¿s blood glucose level was not known, although the customer felt the levels were increasing. Technical support provided information to reset the pump, and after doing so, the malfunction did not recur, allowing the customer to continue using the pump. The customer was instructed to contact support again if the issue reappeared.